Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen at a concentration of 4000 mcg/ml and a dose of 1698.8 mcg/day. It was reported the patient was in the emergency department with an empty pump in (B)(6) 2016. The patient had missed a refill. The hcp had access to the clinician programmer. No patient symptoms were reported. The patient did not have a managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.